Event description:
End user alleges that she fell during an attempt to transfer out of the motorized wheelchair. End user reports that she attempted to transfer out of the front of the unit and allegedly fell on her left side fracturing her hip and shoulder.